Event description:
It was reported that the pump was recently explanted due to a pocket infection. The device system was used to deliver dilaudid 10mg/ml at 4.9mg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l55560, implanted: (B)(6) 1999, product type: catheter. (B)(4).